Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsb45 staples malformed, but cut the tissue. Another device was used to complete the case. There was no consequence to the pt. The devices was discarded.